Manufacturer narrative:
A review of the device history record found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Baseline report previously filed.

Event description:
It was reported that six weeks following an anterior repair procedure in 2008, the doctor observed mesh via physical exam. The patient experienced no symptoms. The doctor is treating the patient with watchful waiting and estrogen cream. The doctor has stated that he is planning on surgical intervention in six months later. Additional information has been requested, but not yet received.